Event description:
It was reported that the patient's soletra was replaced with an activa rc. The day after the replacement, the patient reported a return of tremor on one side. The patient had been using c/2 for programming for the past six years with little adjustment and no known falls. An impedance measurement found values over 40,000 ohms on everything except c/1. This hcp didn't do intra-operative impedance testing, but it was noted that impedance values were within range before the replacement. On (B)(6) the hcp performed exploratory surgery and determined one of the screws at the ipg / extension site was not tight. Patient impedances returned to normal after tightening the screw and symptoms improved.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: product type extension product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3389s-40 lot# v006947 serial# implanted: 2006 (B)(6), explanted: product type lead. (B)(4).